Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The lift column and the battery packs were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the collimator on the 9900 system coned down and system locked up during a case. No pt injury was reported.